Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Guillain-barre syndrome [guillain-barre syndrome]. Case description: spontaneous report received in 2009, from a physician regarding a male patient, whose relevant medical history included osteoarthritis and a seasonal influenza vaccination three months ago. The patient received his first injection of synvisc into the left knee two weeks ago. Four days later, a contact from the group home where the patient lives contacted the physician informing him that the patient's left knee felt much better and that the second synvisc injection needed to be scheduled. Three days later, a contact from the group home notified the physician that the patient had been taken to an unspecified emergency room because he had felt weak and could not walk. It had taken 4 people to move the patient from the group home to the emergency room. In the emergency room, a spinal tap was performed, which showed elevated protein. The patient was then admitted to the hospital. The physician reporter spoke with the doctor at the hospital, who informed him that the patient had a presumptive diagnosis of guillain-barre syndrome. The patient received IV (intravenous) immunoglobulin (unspecified name, dose, frequency, duration) while in the hospital. The patient was discharged on an unspecified day, during the week previous to one week earlier, to a skilled nursing home. The patient was discharged from the nursing home back to his group home. The physician planned to follow up with a neurologist at the hospital where the patient had received care. The physician assessed the relation of the event with synvisc as possible. As of the date of receipt of this report, the patient outcome was not yet recovered. No further information was provided.